Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display even when batteries are replaced. Customer also reports that the buttons of the insulin pump are hard to press and may have worn out. The insulin pump alarmed unexpected restart. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is 250 mg/dl. Product will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no blank display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to buttons not responding. (B)(4).